Manufacturer narrative:
D9: product received date 9/12/2024. H3: one device was returned for repair in used condition. Review of event history found multiple downstream occlusion alarms. This device has not been in for service in the review period. Visual and functional testing was performed. The reported error was not duplicated. The reported cause was intermittent downstream occlusion (dso) sensor. Replaced the dso sensor to fix customer's reported problem and bring pump into full functionality. Device passed all functional tests after repair.

Event description:
It was reported, that the device had a downstream occlusion error. There was no patient involvement.

Manufacturer narrative:
B3: unknown. No information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.